Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
International affiliate reports that during application of cement, water leaked from the confidence pump. Another kit was used to complete the procedure. There were no adverse consequences to the patient and no delay.

Manufacturer narrative:
A visual inspection of returned confidence kit and its components found the cement reservoir¿s cap was not completely threaded down and tightened. No other issues were observed during visual inspection. Functional evaluation with the cement reservoir cap properly tightened found no water leakage was observed from the confidence pump or the cement reservoir. Additionally, the pump component¿s safety release valve functioned as required. No issues were observed during the functional evaluation of the returned items. Reviews of the device records for the kit and its pump, cement mixer, and cement components found no discrepancies. No issues were identified during the manufacturing and release of this product that could have been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A twelve month review of the complaint trend analysis for the confidence spinal cement system found no emerging trends. The reported issue was not confirmed. No leak was observed at the hydraulic pump and the reported issue could not be replicated. However, because the cement reservoir was returned with an untightened reservoir cap, it is possible that a leak could have occurred at the threaded section of the cement reservoir, between the cement reservoir and its cap. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required.